Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the all cubies from 6.1 and 6.2 was faulty drawer. A field service engineer replaced the half height drawer in main 6.1 and 6.2 to resolve this issue. Preventative maintenance has performed. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was failed. The customer stated that the malfunction occurred when user trying to issue medication for the patient and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.